Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown laparoscopic ob-gyn surgery on (B)(6) 2019 and a drain was used. The drain was placed. When trying to remove the drain through a 5mm port during the same surgery, extra force was applied to the drain, and the drain was broken. When the broken drain was removed, the total length of the broken drain and the rest of the drain was correct. However, a small drain piece fell into the patient. Then, all the drain pieces were retrieved, and it was confirmed that the sections of the broken drain and rest of the drain matched. Thus, it was judged that all the broken pieces were retrieved successfully, and the operation was completed. The operation time was extended within 30 minutes. The lot number is unknown. Further details are not provided .no sample will be returned. There were no adverse consequences to the patient.